Event description:
A cypher select plus 2.75x33 was implanted in the left anterior descending artery starting from the proximal left anterior descending artery. A 3.0 durastar was used to post dilate the stent at 18 atm. Within 36 hrs, pt suffered a subacute thrombosis. Ivus was used to investigate the problem. The ivus results showed that the proximal portion of the left anterior descending artery should have been a size of 4.0. Hence, the doctor acknowledged that the stent was undersized. A high pressure balloon was used to post dilate the stent up to 3.5 and the pt has since been doing well. There is no information regarding the medical history, vessel characteristics, or indication for the index procedure.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. A review of manufacturing route sheets was conducted and this lot of product met quality requirements for product acceptance. Additional information will be submitted within 30 days of receipt.